Event description:
Boston scientific received information that, during a recent follow-up, this pacemaker displayed a decrease in longevity from 5 years to 2.5 years over the span of 1 year. Boston scientific technical services (ts) discussed that even minimal pacing/programming changes can effect longevity. Ts requested a save all to disk be sent for review, but no further information was provided for review. The physician suspected premature battery depletion. This patient was sent home, and no follow-up within the near future was planned. There were no adverse patient effects reported.

Manufacturer narrative:
---

Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory determined that this device never displayed elective replacement time (ert) while it was implanted. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The nominal longevity for this device is 8.3 years. The actual longevity of this device based on the programmed data available was 6.5 years or 75% of the nominal longevity. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.

Event description:
Subsequently, a save to disk was sent to technical services (ts) for review. Ts indicated that if the longevity calculation and the average charge time from the device memory are combined, this pacemaker appears to be exhibiting normal battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was reported that over one year later, this pacemaker was explanted for premature battery depletion. No additional adverse patient effects were reported.

Event description:
---